Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent undersensing was observed on the device. It was noted that the patient had torsades syndrome. Programming changes were made. Device remains implanted.